Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hernia. Although it is not known when the hernias developed, hernias are a known complication of pd therapy as a result of increased abdominal pressure and deteriorated connective tissue. However, there is no documentation in the complaint file to show a causal relationship between the hernias and the liberty cycler or any allegation of a machine malfunction or deficiency related to the hernias. Although a direct causal relationship could not be confirmed, a temporal relationship between the patient's pd treatment and hernia remains. Should additional new information be made available this clinical investigation will be reevaluated.

Event description:
During review of medical records it was documented that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) underwent a computed tomography (CT) scan. The scan revealed periumbilical and infraumbilical ventral abdominal wall hernias containing fat and fluid/fat stranding. It is unknown if these hernias were known prior to the CT scan or if they were pre-existing prior to the start of pd therapy. Additional information was requested during a follow-up phone call to the peritoneal dialysis registered nurse (pdrn), however, they were unaware of any hernia and did not have any information to provide.